Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt cold and clammy, and felt like they had an abnormal heart rate. It was also reported that the right atrial (ra) lead exhibited high and rising thresholds, which triggered an alert. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.